Event description:
The user facility reported a male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge leak at the sidearm filet to tubing connecting joint. Purge flow and pressure stabilized within acceptable ranges. There was no patient harm reported.

Manufacturer narrative:
The investigation for the sidearm leak has been completed. The pump was returned for evaluation. Upon evaluation, the leak at the sidearm filter to tubing joint was reproduced. Review of the clinical report found that there was excessive patient movement prior to the time of the failure. The cause of this leak is most likely due to excessive force, as patient movement was reported during support. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.